Manufacturer narrative:
Device was used for treatment, not diagnosis. Sankar, w., jones, k., horn, b., wells, l. (2007). Titanium elastic nails for pediatric tibial shaft fractures. Journal child orthop, vol. 1, pp. 281-286. United states. This report is for unknown titanium elastic nails (tens), unknown quantity, unknown lot. Product code: hsb. UDI #: unknown part number, UDI unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: sankar, w., jones, k., horn, b., wells, l. (2007). Titanium elastic nails for pediatric tibial shaft fractures. Journal child orthop, vol. 1, pp. 281-286. United states. The purpose of the study was to investigate the safety and efficacy of elastic stable intramedullary nailing for unstable pediatric tibial shaft fractures using titanium elastic nails (tens). The study was conducted between 1998 and 2005 and included 19 patients (14 males, 5 females), with an average age of 12.2 years (range 7.2 to 16 years). The following complications were reported: one (1) patient required remanipulation of the bone to maintain adequate alignment. This report is 2 of 2 for (B)(4). This report is for unknown titanium elastic nails (tens).